Event description:
A physician was using a nanocross pta balloon for treatment of a calcified lesion in the mid left superficial femoral artery. The artery was 6mm in diameter. A 6fr non medtronic sheath and a 0.014" non medtronic guidewire was used. The vessel was pre-dilated with atherectomy. It is not known if the device passed through a previously deployed stent. A non medtronic inflation device was used with 50/50 contrast inflation fluid. The IFU was followed. There were no issues encountered during balloon inflation and no damage noted to the balloon catheter. It was reported deflation difficulties occurred, negative pressure was used with a syringe and deflation took 3-4 minutes. The device was safely removed form the patient. Delays in surgery of 10 minutes due to product malfunction. The procedure was aborted. No patient injury reported for this event

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: under a microscope, crimping marks were noted on the proximal balloon bond medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.